Event description:
It was reported that the patient experienced a driveline power fault and a broken pin on their black controller power cable. The controller, battery clips, and modular cable were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The alarms were resolved. The controller was exchanged due to a broken pin. The clips were exchanged due to broken housing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin on the system controller (serial number unknown) was not confirmed. Additionally, the reported driveline power fault alarms could not be confirmed as no log files were submitted for review. A specific cause for this alarm could not be conclusively determined through this evaluation. There was no photos or log files submitted for review. The system controller was not returned for analysis. The provided information stated that the controller was exchanged due to a broken pin on the black controller power cable. Additional information stated the system controller was exchanged, the alarms resolved and the controller would not be returned for evaluation. A root cause for the reported events could not be conclusively determined through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ chapter 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Section 8 of the IFU, ¿equipment storage and care¿ and section 6 of the patient handbook, ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.